Event description:
The pacemaker had been implanted on 3/11/98. During a pacemaker check on 4/22/98, no pacing pulses could be measured. The lead impedance was determined as greater than 3200 ohm. A measurement of the lead impedance during subsequent revision intervention yeilded an impedance value of 535 ohm. Pacemaker programming and interrogation were possible despite the lack of pacing pulses.